Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on/standby switch, pca anesthesia control board, and pca power controller were replaced to resolve the issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit was replaced and mechanical ventilation resumed. There was no report of patient injury.